Event description:
Boston scientific received information that during the implant procedure; this guidewire was used to advance the competitor lead. During numerous attempts to position the lead; this guidewire punctured the pericardial sac causing a cardiac tamponade. The patient experienced chest pain as a result of the tamponade. All vital signs remained stable. The implant procedure was successfully completed. An echocardiogram was performed post implant and revealed that the tamponade remained stable. No additional adverse patient effects reported.

Manufacturer narrative:
The guidewire was not returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.